Manufacturer narrative:
D8/d9 date of return is unknown. The investigation for the reported purge issue has been completed. The automated impella controller (aic) was returned for investigation. Console logs were not analyzed, as they did not contain any relevant information. After console was shipped to japan field service, the issue was not reproduced with any purge cassette used for testing, however, when the purge cassette alignment tool was used - the issue was reproduced. Measurements of opening in the purge cassette insert confirmed that its vertical dimension was out of spec (measured: 36.49mm, vs. Specification 36.6mm+0.3mm). The cause for the out-of spec dimension was not investigated. This is the first known occurrence of this failure mode. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the aic experienced purge issues. No clinical details regarding resolution or patient involvement/condition were provided.